Manufacturer narrative:
After battery installation, the device displayed a critical pump error on the lcd screen. Upon further examination of the interior of the device, there was corrosion on the main board particularly around the battery connectors. Unable to perform the displacement test due to the critical pump error. Device received has a crack on the battery tube which starts at the corner of the belt clip rails. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had crack on battery compartment. The customer's blood glucose value was unknown. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.